Event description:
New information received states when an asymptomatic patient presented a merlin transmission, another instance of post-paced t-wave oversensing episodes were observed on the ventricular channel. Programming changes were recommended but will not be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nsrvo was observed due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were made.